Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal insulin delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 50 mg/dl and the meter bg reading was "high." As a result, customer called 911 and was taken to the emergency room (ER), where they were treated with unspecified intravenous fluids and released later that day. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.